Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device was burning plastic type of smell, and the visualization of particles in tubing / chamber and particles in airway from the device. The patient alleges losing air pressure in the device causing difficulty breathing, nasal irritation and bloody nose, coughing, and a lot of mucus. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.